Event description:
It was reported that during an unk procedure, the handpiece would not function. Another device was used to complete the procedure. There were no adverse consequences to the pt.

Manufacturer narrative:
(B)(4). (B)(4). Evaluation summary: the hand piece was tested on a generator and found that the hand activation was non functional. It no longer meets design specifications for continuity. The hand piece was disassembled, a torn acoustic isolator was found in the instrument. The batch history records were reviewed with no anomalies noted during the manufacturing process.